Event description:
It was reported that the handpiece was slow to stop during routine maintenance at the user facility. There was no pt involvement and no user injuries or adverse consequences were reported.

Manufacturer narrative:
Internal components were evaluated and corrosion was discovered within the motor assembly and press plug. Corrosion on the electrical pins of the motor assembly can contribute to an intermittent electrical connection, which can result in the device continuing to run when no longer activated.